Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator and adjusted high level fluoro dosage. (B) (4).

Event description:
The customer reported the system failed compliance testing. No pt injury was reported.